Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the clear valve on the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken out of the package. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue resolved. The procedure continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the vizigo sheath hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed correctly and found in good conditions. It should be noted that product failure is multifactorial. Based on the available information, microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath, causing the dislodgment of the valve, the stress marks, and physical damage observed, which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: "always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." All devices are manufactured, inspected, and released to approved specifications as part of the quality process. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 1-nov-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the clear valve on the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken out of the package. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue resolved. The procedure continued. There was no patient consequence. They said that the clear piece at the end of the sheath broke, but did not get any more specifics before replaced it. It was reported the hemostasis valve (gasket) did break into two or more separate pieces but the hemostatic valve/brim cap/hub did not become detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.